Event description:
The customer reported that the insulin pump had an error during the manual prime process. The caller stated that the device may have delivered extra insulin. Then the customer called back and stated that she was not able to remove the settings from his insulin pump because the device was stuck in the rewind loop and alarmed motor error. The caller stated that the piston has started to push itself out of the back of the insulin pump. The customer mentioned that the device delivered 80.0 units of insulin when he was connected and while manually priming. No further information was provided.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify the prime alarm due to constant motor error alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.